Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalized high blood glucose readings. The customer's blood glucose reading was 600+ mg/dl. The customer had symptoms such as chest pains which attributed to vomiting. The customer was hospitalized for a heart attack. The customer declined to troubleshoot for high readings.